Manufacturer narrative:
Concomitant medical products: serial number of the myosure control unit, hysteroscope and aquilex fluid management system not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to reported observation. (B)(4).

Event description:
It was reported that "after a total of 19 mins [of aggressive] cutting time" during a myosure procedure for uterine tissue removal, the physician "visually confirmed there was a perforation at the fundus" after utilizing the second myosure disposable device. The physician "did not treat the perforation and [kept] the pt overnight for observation." It was reported on (B)(6) 2013, "the pt is fine and was released from the hospital."